Event description:
Male with pmh of htn, cad, CABG, ppm. Admitted on 5/28 with sob and cp, chf. Myopathy ef 20-25%. On 6/5, to or for insertion of aids. Access was obtained using micro puncture (5f) small guide wire was advanced. After advancing dilator and pulling out the guide where it was noted that the tiny tip of the wire had been sheared off. Under fluoro, found the subclavian vein.